Manufacturer narrative:
Date of event: not provided. Amo¿s investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient was squeezing eyes and it was difficult to dock. Patient required sedation for nervousness. Lost suction during treatment after 4.1 seconds of fragmentation. Capsulotomy completed per surgeon and no adverse effects noted at time of cataract removal. Surgeon blames patient cooperation.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, service history and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. Based on the investigation no problem was found.